Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown foot surgery on (B)(6) 2017, a screwdriver tip broke during implantation of a screw. The broken pieces were removed successfully. There was no patient harm or surgical time delay reported. This is all the information available. Concomitant device reported: cannulated screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) cannulated stardrive screwdriver t15. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Initial reporter is synthes sales consultant. DHR review was completed. Part no.: 03.226.041, lot no.: 9098264, manufacturing location: (B)(4), release to warehouse date: 08.sep.2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The returned screwdriver was confirmed to have a broken tip. The broken tip was not returned. Replication of the complaint condition is not applicable as the device is already broken. No additional malfunctions were observed during investigation. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product including material and material properties that would contribute to this complaint condition. The drawings were reviewed during investigation. The inner diameter of the tip was measured to be 1.73mm which is within the specification of 1.7mm +0.05/-0. Measured using vermont gage pin no definitive root cause was able to be determined. It is likely that the screwdriver tip experienced excessive force. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.